Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer was hospitalized due to high blood glucose and the high blood pressure on (B)(6) 2019 with blood glucose of 138 mg/dl. The customer¿s blood glucose level was 138 mg/dl at the time of the incident and the current was 260 mg/dl. The customer experiences the nausea and the cold like symptoms related to the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. The customer stated that they feel ok to troubleshoot. The insulin pump will not be returned for analysis.